Manufacturer narrative:
Mfg site ID was updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the cause of the broken lead was not determined. The patient experienced a partial loss of stimulation. The revision surgery was scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review determined this event is a duplicate of manufacturer's report number: 3007566237-2017-02446. Any additional information received will be reported in manufacturer's report number: 3007566237-2017-02446.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot#: va155a7, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced a loss of stimulation. X-rays were done and the lead was found to be partly broken just above the connection to the extension. When the patient moved their head, they felt mild electrical shocks. Impedances were measured to be high, but when the patient moved their head the impedances suddenly dropped. No mechanical issues were reported. The patient was alive with injury. The injury was noted as the continuous mild electrical shocks in the area of the neck. A revision to explant and replace the lead was planned for (B)(6) 2017. The issue was not resolved. No further patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.